Manufacturer narrative:
There was no additional informaiton obtained at the time of this report. We will continue to monitor and trend this event type to determine if action is needed.

Event description:
The complainant reported that a patient's mediastinal incision dehisced with drainage and pus noted at the uppermost portion. The wound was evaluated by dr. Kaushal and the surgical nurse practitioners dressed the site. The patient was started on an antibiotic and remained on it until the culture results were negative.